Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 47-year-old patient was implanted on (B)(6) 2018 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2018 patient presented with right breast cellulitis at a medical examination, erythema on the right breast (which was treated in the last period with antibiotics, with minimal results). Doctor advised removing the foreign body (biozorb) which might be the cause of the persistent infection. Consequently, the same day she underwent a surgical procedure for right breast incision and drainage, removal of right breast biozorb. There was a minimally cloudy fluid in the lumpectomy cavity (seroma). Pathology report revealed the presence of staphylococcus aureus in the seroma liquid. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.